Manufacturer narrative:
H.6 investigation summary: catalog: 442021 batch no.: unknown customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. H3 other text : see h.10

Event description:
It was reported by the customer that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) they are experiencing molecular false positive with c.tropicalis. The following information was provided by the initial reporter: molecular false positive with c.tropicalis

Event description:
It was reported by the customer that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) they are experiencing molecular false positive with c.tropicalis. The following information was provided by the initial reporter: molecular false positive with c.tropicalis.

Manufacturer narrative:
D4. Medical device lot#: unknown; d4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.